Event description:
It was reported that bd insyte autog bc leaked past the blood control. The following information was provided by the initial reporter: the blood control (bc) part is not working, it was leaking blood. Patient impact: no adverse event reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Additional information: per customer response, customer stated they thought they ordered and were using the iag bc devices but they actually ordered the non bc unit which then when used led to leakage. Correction: cancel MDR. This is not a product quality complaint as the product worked as intended. This complaint will be closed and cancelled.

Event description:
Customer stated they thought they ordered and were using the iag bc devices but they actually ordered the non bc unit which then when used led to leakage.